Event description:
According to the customer during the homing process the synchron lx20 pro sample wheel homed to the wrong position. The customer had samples on sample carousel position 1. The customer stopped the system during testing. The customer homed the system and pressed the run button. Instead of sampling the rack in position one, the synchron instrument started to sample the sample rack in position #2. The incorrect results were reported by the synchron instrument onto the lab's lab information system. The customer prior to releasing the results out of the lab caught the incorrect results. There have been no reports of injury or change to patient treatment that can be associated with this event.